Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A full lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood and tissue. X-ray inspection found no anomalies or distortion of the helix, but the inner coil over-torqued at the connector region consistent with procedural damage. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood and tissue. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the right ventricle (rv) lead helix failed to extend. The rv lead was not implanted and an alternate neat at hand was implanted on (B)(6) 2023. Patient condition was stable.